Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure of the right ventricular (rv) leadless pacemaker (lp) on (B)(6) 2025. A delivery catheter was used during the implant procedure. During pre-mapping in the procedure, the blood pressure dropped, and an echocardiography confirmed cardiac perforation, which also led to pericardial effusion and cardiac tamponade. The rvlp was programmed off immediately and pericardiocentesis was performed. However, the patient expired one hour later.